Event description:
The customer reported a "speaker malfunction" inop was displayed on the intellivue mx500 patient monitor and no sound was coming from the device. The device was not in use at the time of event. No patient or adverse event was reported.